Event description:
It was reported a patient developed inflammation when seprafilm was applied. During a right hemicolectomy for transverse colon cancer, seprafilm was applied at lymph node dissection area. Three days later an inflammatory reaction was detected. Fluid accumulation was observed near the area where the seprafilm was applied. The surgeon was considering whether to reopen the abdomen and perform a lavage; however, the surgeon decided to perform a paracentesis to correct the adverse event. Fifteen days later the patient went into remission. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.